Manufacturer narrative:
On january 21, 2022, the mentor failure analysis lab received the device for evaluation. On january 27, 2022, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the saline 375cc breast implant had a crease/fold on the anterior view. Additionally, a tear was noted within the crease, measuring approximately 1.2 cm. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. A second product was received. No adverse events were reported for this concomitant (contralateral) device, therefore no further analysis is required. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications.

Event description:
It was reported that a (B)(6)-year old caucasian female patient, who's undergone primary breast augmentation with two unspecified mentor saline breast prostheses, suffered left breast capsular contracture (baker grade ii-iii), post-procedure. The breast is characterized with change in appearance and firmness and was diagnosed via physical examination. As a result, the patient underwent removal and replacement with a mentor gel implant on (B)(6) 2021.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture (B)(4).

Manufacturer narrative:
On (B)(6), 2022, mentor became aware that the correct suspect medical device was a 350cc mentor smooth round moderate plus profile saline (catalog: 3502350). Two devices with the lot numbers (6718926 and 6726288) were received, however, it was not specified which device belonged to the left breast. Both devices were analyzed. A manufacturing record evaluation was performed for the finished device 6726288 number, and no non-conformances were identified. Manufacturing date: jun/06/2013. Expiration date: jun/30/2017. A manufacturing record evaluation was performed for the finished device 6718926 number, and no non-conformances were identified. Manufacturing date: may/13/2013. Expiration date: may/31/2017. On february 14, 2022, the product investigations were completed. (1)device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection and leak testing of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the sm mpps dv 350cc returned device. Leak testing was performed, according to the mentor procedure, and no leak sites were detected during the analysis. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. (2)device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection and leak testing of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the sm mpps dv 350cc returned device. Leak testing was performed, according to the mentor procedure, and no leak sites were detected during the analysis. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications.